Manufacturer narrative:
The device was not explanted. The manufacturing record was reviewed and no nonconformities were found. Device not explanted.

Event description:
It was reported to nevro that a patient had developed a seroma at the anchor site post implant. The site was drained and culture was taken and tested for infection. Bloodwork was also done. However, infection was negative. The device was not explanted. Follow up report indicated that the patient had recovered and is doing well.